Event description:
It was reported to manufacturer that the physicians programming wand was no longer functioning properly. Troubleshooting was performed and the problems did not resolve. A new programming wand was sent to the site and the non-working device was returned to manufacturer for analysis. Analysis of the programming wand confirmed that the device was not performing as intended. During the analysis, it was revealed that the serial data cable, which produced communication errors, had an intermittent conductor. When a known good serial data cable was substituted, the programming wand passed all electrical testing and was operating as intended.

Manufacturer narrative:
Device failure occurred; but did not cause or contribute to a death or serious injury.